Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported not getting visual or audible alarms for patient. The device was in use on a patient at the time of the event. There was no adverse event reported.a philips remote service engineer spoke with the customer. The customer performed a reboot of the mx40 device and the issue resolved. A philips field service engineer (fse) was dispatched and the fse collected log information.

Manufacturer narrative:
A philips technical consultant (tc) was dispatched and device log and patient information center ix error and audit logs were collected. The complaint was escalated for technical investigation and the results are inconclusive since the time as the exact time of the missed alarm was not provided. The logs show alarming, inops, alarm acknowledgements and user interaction throughout the day: on (B)(6), the patient generated 154 alarms, 19 red alarms (xtachy and xbrady, 115 yellow alarms (irregular hr, hr low 49<50, afib, svt, pacer not pacing) two red inop alarms (tele batt empty), 18 inops (spo2t, ECG leads off and tele batt low) ECG leads were off for about 5 min from 17:33-17:38. Spo2t inops from 01:46-01:49 followed by a yellow spo2t alarm at 01:49:44. Spo2t monitoring was turned off at 05:59 and turned back on at 06:02. The battery was changed at 15:37 and monitoring resumed at 15:38. There are three entries for patient data annotated (indicating user interaction with this device from the pic ix) at 06:22, 15:24, 22:43. There are 25 acknowledge actions in response to alarms, 18 from 12-7, 6 from 7-3 and 1 at 19:41. In summary, alarms start at 00:0130 with the last alarm generated at 23:53:33 and only one brief loss of monitoring for a battery change for about one minute. The investigation is unable to verify whether an alarm was missed or whether the brief loss of monitoring for a battery change may have coincided with the alarm time. The cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational after the mx40 device was rebooted. The device was confirmed to be operating per specifications and no failure was identified.